Event description:
It was reported that the customer's insulin pump alarmed aa33 (compromised force sensor system) and that insulin squirted out excessively during manual prime, with no significant events occurring beforehand. Customer was disconnected during prime. Insulin pump will be replaced. No further information was provided, no blood glucose values.

Manufacturer narrative:
The insulin pump alarmed due to a software error. However, the insulin pump was received with a slightly loose drive support disk. The insulin pump was received missing the end cap sticker, with minor scratches on the display window, a broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.